Event description:
It was reported that during a bypass procedure, the shear broke on the top of the blade, fell down, and piece was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.